Event description:
N/a

Manufacturer narrative:
An event of material too rigid or stiff was reported. The device was returned to abbott for investigation and confirmed to meet dimensional specification. The dilator tip was noted to be damaged, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a amplatzer guidewire was chosen for a closure of an atrial septal defect asd with a 10f amplatzer trevisio intravascular delivery system. During procedure, when the delivery system was placed over an amplatzer guidewire, and when removing the guidewire, user reported there was tension and it felt stuck before it was fully within the dilator of the delivery system. The dilator tip was noted rough. The user removed both the dilator and guidewire together without incidence and completed the case with no patient consequences at any time. The guidewire was removed from the dilator outside the patient and it was noted guidewire unravel. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged. No additional information was provided.